Event description:
The event involved a primary plum set, orange polyethylene lined light resistant tubing, clave y-site, secure lock, 103 inch where the customer reported that on the fourth day of the chemical injection procedure, the filter vent was found to be leaking etoposide. There was no chemotherapy exposure to the patient, health care worker. There was patient involvement but no patient harm.

Manufacturer narrative:
The device is reported to be available for evaluation, however, it has not yet been received.

Manufacturer narrative:
Product received date - 1/14/2026. Investigation summary received one (1) used. List #123390488, primary plum set with one (1) used. List #unknown, bag spike adaptor w/ spiros for inspection. As received, no damage or anomalies noted. Received one (1) photo of the set in a bag. The set was leak tested per specifications and no leakage was observed. The complaint of a leakage cannot be replicated or confirmed. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.